Event description:
The rptr did back to back blood glucose tests, within minutes, using different fingersticks. Rptr's results were 105, 146, and 152 mg/dl. Rptr did not have any symptoms. A control test was done with results high out of range; using new strips and control, the second test was within range. No harm was alleged.